Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that patient was revised due to pain with loosening and femoral component subsidence.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
In addition to what has already been alleged, the litigation also alleges discomfort and corrosion/friction causing increased metal ions and metal debris. The previous review of the medical records indicated the revision operative note didnt indicate any corrosion or metal debris. No labs were provided for the alleged high metal ions. It should be noted that the patient had a poly on ceramic construct. This complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases found one other report against the d00450557 bone screw. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 9/15/2014- pfs and medical records received. After review of the medical records the revision operative note indicated pain, stem loosening, and subsidence of the stem. The cup, liner, femoral head, and screw are being reported as they cannot be excluded as the cause of pain. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Litigation alleges limited mobility, difficulty in and around implant, and injury. Doi: (B)(6) 2011 - dor: (B)(6) 2012 (right hip).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf indicated that the patient had passed away, reason and date were not provided.